Event description:
I purchased a box of the icy hot heat therapy from drugstore.com to use on my right side. I put one of the air activated pads on my side and sat on the sofa to watch tv. I drifted off to sleep and was awakened by burning. I removed the pad to reveal a burn. My skin came off on the pad. I immediately thought I did something wrong so I didn't report the incident until I saw the webmd article about the products. I purchased burn pads and antibiotic ointment to help heal the burn. Now, I just have an ugly scar as a result of using the product. I didn't see a dr but did show my acupuncturist who was treating me for the same right side pain. She couldn't believe it either. Dose or amount: 1 pad, frequency: once, route: top. Dates of use: 2007. Diagnosis or reason for use: right side pain and stiffness.